Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the electrode was returned severed at 42.5 centimeters from the tip end. Only the distal segment of the electrode was returned. The returned portion of the electrode underwent resistance tests to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits for the returned portion. The connection issue of the electrode stuck in the header of the device was confirmed based upon the associated pulse generator analysis, which found an electrode terminal pin stuck in the header and unable to be remove due to a stripped setscrew.

Event description:
It was reported that during the explant procedure, the setscrew on the subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to turn and thus the electrode was stuck in the header. Multiple wrenches were attempted without success and the setscrew on the s-ICD appeared to be stripped. The s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the explant procedure, the setscrew on the subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult to turn and thus the electrode was stuck in the header. Multiple wrenches were attempted without success and the setscrew on the s=ICD appeared to be stripped. The s-ICD and electrode were explanted and successfully replaced. No additional adverse patient effects were reported.